Event description:
It was reported that when staff responded to a deterioration of the patient¿s vital signs, they noted the ventilator was not delivering and was also not alarming. A code was initiated and the patient was manually ventilated without difficulty. The patient was placed on new ventilator which reportedly functioned without incident. According to the hospital there was no patient harm at that time and the replacement ventilator the ventilator was not quarantined and was left in service. Unaware of the incident the biomed also performed a pm on the ventilator and did not find anything unusual with the ventilator. The patient had continued deterioration of her status including multi organ failure and encephalopathy and died four days later after the family had eventually requested withdrawal of life sustaining care given worsening condition.. After the death the facility placed a service call for the ventilator. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer and passed all functional and safety tests. No malfunction was found and the ventilator was cleared for clinical use. Provided ventilator logs were reviewed. No stop of ventilation or delivering issues were noted in the logs on the reported event date and generated alarms had been silenced indicating that there was no issues with the audible alarms. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref#: (B)(4).